Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffered pain, stiffness, excessive levels of chromium and cobalt, discomfort and weakness which in turn negatively affect the patient's mobility and quality of life. An MRI scan showed significant fluid accumulation around the peritrochanteric region of the right hip. Update (B)(4) 2013 medical records were obtained. Medical records indicate patient was revised due to metallosis, osteolytic cyst presence, greenish-grey stained fluid, corrosion around the taper and considerable scar tissue at the base of the femoral neck and calcar region around the anterior capsule. Femoral head and femoral stem added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.